Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the nurse pushed the open/close valve into the open position while feeding the catheter down the scope and powder went into the scope. The trigger button was not pushed when this occurred [nonstop flow of co2 (carbon dioxide) - subject of this report]. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU states, "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically... Attach the catheter to the handle, ensuring the connection is secure... To allow powder deployment, turn red valve to open position such that the valve is parallel with the direction of spray." The report indicates that the catheter was not advanced down the scope prior to being attached to the device and switching the device to the "on" position. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.